Event description:
It was reported that removing fixation pin from patient, the pin snapped off

Manufacturer narrative:
Lot# t5x; visual inspection; device history review; complaint history review; risk assessment. No material or manufacturing defects were found. Material analysis confirmed the fixation pin fractured in a mode of torsional ductile overload. The probable root cause is not determined.

Event description:
It was reported that removing fixation pin from patient, the pin snapped off.